Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt continued to have elevated powers even after changing the system controller. The pt was instructed to go to the local emergency room and received anticoagulation medication and transfer to the implanting center for evaluation. The pt arrived at the implanting center. The pt had received two rounds of tissue plasminogen activator (tpa) for suspected thrombus. The issued resolved and the pt was discharged on plavix and coumadin. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.